Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported cracks on her insulin pump. Customer stated that the wear and tear is across the top and near the screen. Customer may not be able to see the screen. Customer's current blood glucose reading is 223 mg/dl. No further information reported.